Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch verio flex meter read inaccurately erratic. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained after medical surveillance (ms) followed up with customer care (cc). The patient reported that the alleged inaccuracy issue began at an unspecified date and time. The patient claimed that she obtained blood glucose readings of ¿200 and 153 mg/dl¿ on the subject device, performed within 20 minutes from each other. The patient manages her diabetes with a combination of oral medication (glipizide and metformin) and did not specify whether she made any changes in response to the alleged inaccurate readings. The patient stated that her doctor advised her to stop taking glipizide a couple of months ago when she obtained a blood glucose reading of ¿30 mg/dl¿, as concluded from follow up with cc. On (B)(6) 2021, at 10:50 am, an unspecified time after the issue occurred the patient developed symptoms of feeling ¿weak and shaking¿. After follow up with cc, ms established that at the time of the call with lfs the patient indicated that when she feels that way, she knows that her sugar is low. The patient denied receiving any medical treatment for the reported symptoms. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter, the patient had used an approved sample site to obtain the blood samples and that the patient was following the correct testing procedure. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.